Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one shocking impedance measurement greater than 200 ohms had been generated from this system. All other measurements prior to this one, including the following day, were steady and within range. A boston scientific technical services consultant discussed troubleshooting with the caller. No adverse patient effects were reported.